Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 500 mg/dl. The customer felt dizzy and was vomiting. The customer also stated that she got three no delivery alarms on the day of the event. Troubleshooting was performed. The insulin pump passed the prime and self tests. The customer removed the infusion set and the cannula was bent. Nothing further was reported.